Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the likely cause of the broken video pin was connection to the video connector while a foreign object was present in the video connector or because the foreign object was inserted into the video connector. As stated in the instructions for use, as a preventive measure, "do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur."

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The video pins were found bent, resulting in a poor connection when tested with an olympus test scope; replacement of the video connector was necessary to resolve the problem.

Event description:
A user facility reported to olympus that the video connector pins were noted broken. The problem, as reported to olympus, occurred and was identified during a diagnostic cystoscopy procedure. The intended procedure was completed using the same device with no delay. There was no patient injury that occurred associated with the event.